Event description:
The customer's mother reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer's mother also reported that the threshold suspend feature of the insulin pump activated. The customer received a sensor glucose reading of 136 mg/dl when the customer's actual blood glucose level was 89 mg/dl. The customer also experienced a bent cannula on the sensor. During troubleshooting, the customer was advised that the sensor glucose and blood glucose difference that they were experiencing was not within an acceptable range. The customer was advised that replacement sensors would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.